Event description:
At end of pfa (pulsed field ablation) ablation procedure, 7fr sheath was severed during removal. A portion of sheath remained inside patient. Patient required emergency surgery for removal.